Manufacturer narrative:
Daughter of (B)(6) year old vgo 20 user on vgo since (B)(6) 2015 reported that her father passed away on (B)(6) 2018. Daughter indicated the patient passed away peacefully in his chair with his blood glucose meter. No further information was provided. No cause of death was provided. There was no allegation of device malfunction. The device was not returned for evaluation. Based upon the information provided, no root cause can be determined.

Event description:
Daughter of (B)(6) year old vgo 20 user on vgo since (B)(6) 2015 reported that her father passed away on (B)(6) 2018. Daughter indicated the patient passed away peacefully in his chair with his blood glucose meter. No further information was provided. No cause of death was provided. There was no allegation of device malfunction. The device was not returned for evaluation.